Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 9/23/2020 . Section h-3: device returned to manufacturer: yes. Device evaluation: the pcb00 preloaded insertion system unit was received in its original box. The cartridge component was observed correctly engaged into lower body of the pcb00 device. The lens returned out of the pcb device. The plunger component was observed in a fully advanced position. Visual inspection using microscope magnification was performed. Residues of lubricant were observed at the cartridge tube. Also, at the lens surface. Both haptic were observed in good condition and form. The condition observed is consistent with preloaded unit used in surgical. No manufacturing defects were detected. The reported issue could not be confirmed on the return. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation request (ir) for this production order number has been received for reported ''lens damaged.'' The complaint was not confirmed as manufacturing problem. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted: not applicable, as the intraocular lens was inserted, and removed in the initial surgery. If explanted: not applicable, as the intraocular lens was inserted, and removed in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when the doctor tried to insert the intraocular lens (iol) in the patient¿s operative eye iol partially came out, but the lens did not fully come out. There was no patient harm, no vitrectomy, no complications, and no blood loss per medical records. Another lens with the same model and diopter was implanted. No further information was provided.